Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette was "not able to unscrew to disconnect" from the transfer set. This occurred after peritoneal dialysis therapy, during disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.